Event description:
The user reported that IV fluid was noted to be dripping slowly down the IV line, just below were the set fits into the pumping mechanism. This was noted in the emergency department while infusing on a child. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
MFR's report date: 03/09/2011. (B)(4). Based on smartsite laser number, the lot number is either 10026051 or 10026080. The customer's experience was confirmed. A visual inspection identified a 1 inch long crack on the top surface below the slider of the accuslider flow regulator. Root cause of the crack was undetermined.